Event description:
Information received by medtronic indicated that insulin pump was cracked and screen and buttons were cracked. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the screen and buttons found on december 17, 2021. Insulin pump was received with a torn keypad overlay. Insulin pump was also received with a blank display with audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display with audio beep alert. Insulin pump was cut open to perform visual inspection and found a bleeding lcd, cracked glass and cracked lcd controller (pcba 1). No corrosion or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank display with audio beep alert noted. The original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep and vibrate alert noted. Blank display with audio beep alert was confirmed due to a bleeding lcd, cracked glass and cracked lcd controller (pcba 1). Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed, problem isolated on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a minor scratched lcd window, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a end cap address label missing. Cosmetic damage was confirmed at the screen and buttons/keypad overlay. Blank display with audio beep alert was confirmed due to bleeding lcd, cracked glass and cracked lcd controller (pcba 1). Stuck on flashing medtronic logo with an audio beep and vibrate alert was confirmed, problem isolated on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.